Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Pump received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad issue and battery cap issue. Customer stated that all the buttons of insulin pump were sticking. Customer stated that time clock was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.